Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue that wires were frayed. The instrument was found to have damage of the conductor wire¿s insulation. Material, approximately 0.05¿ by 0.03¿ appeared to be scraped off and missing. System log investigation: a review of the instrument log for the force bipolar instrument (pn: 470405-06, batch-sequence: n10200121- 0078) associated with this event has been performed. Per a review of the logs, the force bipolar was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on or after the 5th use of the instrument. Site history review: a review of the site's complaint history does not show any additional complaints related to this product. Image/video review: no image/video investigation required as no image or video clip for the reported event was submitted for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during central reprocessing, a force bipolar instrument was found to have frayed wires upon inspection. It was reported that there was no patient involvement.